Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a prime (loss of prime) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/28/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/08/2017 with the following findings: there were no unexplained loss of prime warnings observed in the pump's history. The pump was exercised for 24 hours with no alarms being duplicated. The alleged issue could not be observed during investigation.